Event description:
It was reported that the bd plastipak¿ syringe had difficult plunger movement during use. The following information was provided by the initial reporter, translated from japanese to english: "customer is complaining that it is difficult to use some products due to tight gasket. The customer has experienced the same incident before."

Manufacturer narrative:
H.6. Investigation summary: customer returned one (1) loose 29gx12.7mm, 1ml bd insulin syringe. Customer is complaining that it is difficult to use some products due to tight gasket. The returned syringe was examined, and it was observed that the plunger rod was separated from the rubber stopper. A review of the device history record was completed for batch# 9081523. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure (plunger rod separates). A root cause cannot be determined. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastipak¿ syringe had difficult plunger movement during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "customer is complaining that it is difficult to use some products due to tight gasket. The customer has experienced the same incident before."